Event description:
It was reported that the staff thought the outflow side of one of the pump wasn't working (because the sensor wasn't being detected on the outflow side) so they took the inflow and outflow tubing and hooked it up to a second pump they brought into the room. They disconnected the inflow tubing and reconnected it several times. There was extravasation into the patient's shoulder and neck area. The patient had to be admitted into ICU and couldn't be extubated until the following day. The tubing chamber was all the way full, the pump settings were 40-50 mmhg, the bladder inside the chamber was not collapsed and the tubing was not changed. Surgeon was able to complete the case. Case: shoulder case.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. The evaluation did not reveal anything relevant to the event. The returned ar-6480 was run with lab tubing set at varying pressures. Then the outflow tubing was clamped off and as expected per the instructions manual, the pump reported "over pressure" alarm. When the clamp was released, the pump returned to normal operation. Repeated above with returned tubing set with the same results. Based on the information provided and device evaluation, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. In addition to equipment set-up, the operative joint capsule may have already been compromised from prior (pre-operative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.